Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer, healthcare provider (hcp) and device manufacturer representative regarding a patient receiving morphine and baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. The patient thought that baclofen was at 0.75 and they increased it to 1.0 dose per day. It was reported that the patient experienced painful and severe spasms. They started with every three seconds on (B)(6) 2018- and the spasms were every few minutes at the time of the report. The patient went to the emergency room on (B)(6) 2018. Refill would not due until (B)(6) 2018 and the patient had been hearing a dual alarm but she was not sure if it was coming from her pump. It was considered a gradual change in therapy/symptoms. The patient later stated this as "a matter of life and death". The hcp's office called representative and did not know what was going on. The hcp stated that there was no alarm and no withdrawal. It was later reported that the patient had a refill on (B)(6) 2018 at the hcp's office and was doing better. The patient stated that she "almost died". The pump started alarming on (B)(6) 2018 and the patient experienced withdrawal symptoms. The healthcare provider (hcp) at emergency room gave her a few injections which did not help her symptoms. She was discharged on (B)(6) 2018 at night. It was stated by the representative that the patient experienced baclofen withdrawal. No further complication was reported.